Event description:
It was reported that the battery voltage was noted to be at 2.10v in the office, but review of device data showed a range of 2.81 to 2.9 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On 23-aug-2010, the telemetered battery voltage was 2.47 v while the daily battery voltage trend measurement was 2.85 v.